Event description:
In a conversation with the sales representatives in june, 2006, he stated that a male patient underwent a procedure for the removal of a stage 1 pulmonary nodule in 2006. The patient was admitted with a diagnosis of chronic obstructive pulmonary disease, hypertension, congestive heart failure, and cardio myopathy. During the procedure, the device was used on the pulmonary artery. During the firing sequence, a loud popping noise was heard and the instrument was difficult to remove. When the device was removed, the staple line was fully cut and partially stapled. A foley catheter balloon was inserted into the artery and a double layer of 3.0 prolene suture was applied. The suture line was checked for hemostasis and was hemostatic. The patient received blood transfusions in 2006. Total number of units received is unknown. There was no evidence of bleeding and the patient's vitals were stable. In may 2006, the patient underwent a second operation for a raw area with oozing noted at the site where adhesion were removed and near the azygous vein. Post operatively, the patient was placed on the ventilator and given a feeding tube. The patient expired in 2006. Patient's medical record states the cause of death was respiratory failure and aspiration pneumonia. It cannot be confirmed is an autopsy was performed. The hospital is retaining the device.